Event description:
Psr (B)(6) called zoll customer support to report that a (B)(6) male pt's battery charger wasn't recognizing inserted battery packs. The pt was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger doesn't recognize battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge battery packs. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination was unable to be positively identified but was likely due to ingress of an unk liquid. Device eval of battery pack sn (B)(4) has been completed. As received, the battery pack was unable to power a test monitor and charge. Upon eval, the battery had leaking cells. The root cause of the leaking cells was unable to be positively identified. No adverse event resulted from the defective battery charger/modem or defective battery. The pt received a replacement battery charger/modem and a replacement battery. Device mfg date: battery sn: (B)(4), 04/01/2014 (initial. Charger sn: (B)(4), 06/01/2013 (reuse).